Event description:
The physician attempted to cross a chronic total occlusion (cto) in an unk vessel with the asahi grandslam guide wire; however, the wire did not cross the lesion. The wire was removed and a guidant pilot guide wire successfully cross the lesion. The lesion was ballooned and a stent was placed. The same asahi wire was successfully used on a different lesion, in a different (unk) vessel. The vessel was stented; however, when the physician removed the wire, it was noted that the tip was not present. Reportedly, the physician attempted to snare the broken tip of the wire and the snare perforated the vessel. The tip was not retrieved from the pt. It is unk how the perforation was treated. Reportedly, the pt "was fine and sent home two days later." After multiple attempts, no additional info was received.